Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 500 mg/dl, high ketones and stomach "issues"; cause was unknown. Customer tried to address the elevated bg by a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage.